Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event cannot be conclusively established through this evaluation. It was reported that there were no devices issues at the time of the patient's outcome. The device was not explanted and will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.